Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37791, serial # unknown, product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was a communication problem and that the patient was having issues connecting with her recharger. Troubleshooting was limited due to lack of access to the patient /product. An implantable neurostimulator (ins) overdischarge was suspected. The last time any stimulation was felt was 4.5 weeks prior to the report and the last successful recharging session was the week before 3.5 weeks prior to the report. The patient started getting the reposition antenna screen right away when she tried charging 3.5-4.5 weeks prior and did not realize she needed to call for troubleshooting. The patient called her health care professional and had an appointment for (B)(4) 2014. The patient had been trying to charge her ins for the 3.5 weeks prior to the report and it would not charge. The reposition antenna screen was seen right away from the beginning of 3.5 weeks prior to the report when the patient first started charging. No other messages prior to that were seen. The patient had not have any issues at all before. It was further reported that it was unknown if the overdischarge was confirmed. The last successful charge was in (B)(6) 2014. It was noted that the cause of the overdischarge was due to the battery dying. It was noted that the patient experienced severe lower back pain (lbp). The patient was instructed to charge the battery over the weekend of (B)(6) 2014 and if no charge then to refer to the health care professional for a battery replacement. It was noted that the patient had not yet recovered and the symptoms/issue was ongoing. It was noted that the patient was referred to the health care professional for a battery replacement. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the implantable pulse generator (ipg) was interrogated and that the patient was experiencing no stimulation. It was noted that the battery depletion was ¿normal.¿ the ipg was explanted on (B)(6) 2014 and the patient recovered without permanent impairment.